Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information. Additional devices implanted and involved in this event: tgt4020/8440593 and tgt3720/7850882 (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using three gore tag thoracic endoprostheses to treat a thoracoabdominal aortic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm diameter measured 62.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 67.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 66.0 mm. On (B)(6) 2012, follow-up imagining identified an aneurysm diameter measurement of 69.0 mm. On (B)(6) 2013, follow-up imagining identified an aneurysm diameter measurement of 62.0 mm. The cause of the aneurysm enlargement is unknown. Reportedly, an intervention to treat the aneurysm enlargement has not been performed. Attempts were made to obtain additional information on this event, however no additional information will be provided.